Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the disposable trocar. The patient was undergoing a thyroid procedure. Puncture was smooth but during surgery it was found that the head of tracar had broken. There were great efforts made to search for broken parts by endoscope. It took more than 1 hour to find and remove almost all the fragments. However, because the broken parts might not be detectable by c-arm x-ray imaging, it was unsure if all parts were taken out. A picture was received and showed breakage of the tip area. The adverse event/malfunction is filed under (B)(4).

Manufacturer narrative:
General information: we received a complaint about two broken disposable trocars. The trocar is available for investigation decontaminated. Consequences for the patient: there is a possibility that medical device fragments remained behind in patient. Investigation: vigilance investigator carried out the pictorial documentation visually1. The distal end of the trocar is fractured, one fragment is available for investigation. A product safety case has already been initiated and several tests and investigations have been performed. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available it is not possible to determine one possible root cause of the failure, we assume a manufacturing, a design related or a combination of multiple factors. Corrective action: a CAPA was initiated.